Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening on the anterior side assessed as unidentified (tear) opening and missing side assessed as inconclusive . (Shell thickness was within specification). Capsular contracture : unable to observe since it is a medical event and is not related to the device. Cyst-ndr : not applicable as the event is not related to the device. Additional observations: crease flat observed on the device. No further actions are required as no issues with the manufacturing process are

Event description:
Healthcare professional reported, right-side capsular contracture baker grade iii, rupture, "gel in the right axilla" per ultrasound report and "tiny suspect cyst in the right breast at 12 o'clock measuring up to 4mm" also confirmed via ultrasound, but has been assessed as not device related. Device has been explanted and replaced.

Event description:
Healthcare professional reported via ultrasound report, "gel in the right axilla" and "tiny suspect cyst in the right breast at 12 o'clock measuring up to 4mm" which has been assessed as not device related.

Event description:
The device has been explanted and replaced. The device has been discarded.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Cyst-ndr: not applicable as the event is not related to the device. Silicone migration: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and rupture. Device remains implanted.